Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to a hematoma and an infection in their pubic area. All the components were removed on september and a tactra malleable penile prosthesis was implanted several months later. There were no additional patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. B5: describe event or problem updated.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to hematoma and infection in pubic area. All the components were removed. No patient complications were reported and it was said that the patient is expected to fully recover.